Event description:
It was reported that patient underwent a distal radius fracture procedure on (B)(6) 2014. During the procedure, the k-wire would not fit into the referencing hole in the dvr plate. Another dvr plate was utilized to complete the procedure without delay.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The most likely cause of the concern was due to an incorrect trajectory of the k-wire into the hole, thus, the conditions of use caused or contributed to the event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.